Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(4) 2018, arjo was informed about the event with participation of the maxi twin passive floor lift. During lifting of the resident from the bed, the spreader bar (part on which the sling is attached on) with the scale detached from the lift. As the consequence of the event, the resident fell to the bed. The resident did not sustain any injury.

Manufacturer narrative:
Investigation has been carried out with the following results. Arjo was notified about an event involving maxi twin passive floor lift. It was stated that during lifting of the resident from the bed, the spreader bar (part on which the sling is attached on) detached from the lift. The spreader bar involved in this incident was equipped with a scale solution. As per design, the scale assembly is fitted just below the end of the mast, bearing all the weight of the spreader bar and the patient. In the investigated issue, the scale separated from the mast, leading to the detachment of the spreader bar assembly. As the consequence of the event, the resident fell to the bed. The resident did not sustain any injury. When reviewing reportable events for maxi twin device, we have not found any other cases that would relate to issue investigated here: spreader bar assembly detached as the scale disconnected from the attachment. Maxi twin is offered to the customers in a variety of configurations. A vertical electronic scale is offered as an optional extra. It allows the caregiver to conveniently weigh their resident while performing a transfer. For devices equipped with scale, in the event of a failure, there are replacement kits available. During the investigation it was revealed that the lift in question was originally manufactured without the scale on feb 8th, 2016. After over two years from the manufacturing date, the customer has requested to add the scale to the spreader bar of the maxi twin device. Following the customer request, scale solution was added by arjo representative. At the manufacturing site, the scale in question is mounted inside a bracket, which is attached to the mast. Upon the course of the investigation it was revealed that the bracket was not mounted at the customer facility, as it is not the part of the scale kit. The scale kit provided to the customer shall be used only as a spare part, and should not be used for extension of functionality of the device, therefore the bracket is not added to the kit. This would indicate that the most likely root cause of the incident was incorrect service performed at the customer site. Proper actions have been addressed to avoid reoccurrence of the hazardous situation. In summary, the device was used for a patient transfer and in that way played a role in the incident. The product failed to meet the manufacturer's specification.

Manufacturer narrative:
The arjo representative visited the facility to evaluate the involved maxi twin passive floor lift. The claimed issue was confirmed. Based on the gathered information the scale was installed to the maxi twin on (B)(6) 2018 per customer request. The analysis is still ongoing. Addtional information will be provided to the next report.